Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during preparation of the device, before use in the pt, it was noticed that the stent was moveable on the balloon and slipped from the catheter; therefore, another zeta stent was used without problem, and with a good result. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): results - product performance could not determined a conclusive root cause for the loose stent. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with contrast in the inflation lumen and in the balloon. There was no blood visible. The stent implant was returned dislodged from the balloon. There were smashed struts on the first three rows at the proximal and distal ends of the stent implant. There was one flared strut on the third for at the proximal end of the stent implant. There was no other damage noted to the stent implant. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There was kink in the hypotube 37.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The outer diameter measurements for the proximal and distal ends were not measured due to the damage noted. The outer diameter measurements for the middle portion of the stent met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product, which was consistent with preparation. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. The middle stent outer diameters were measured and met mfg criteria. The distal and proximal measurements could not be taken due tot eh damage noted. In this case, it is possible that during preparation, positive pressure was plied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent becoming loose. Further handling of the stent during dislodgement. Their is no indication of a lot specific product quality deficiency; however, conclusive cause could not be determined for the reported loose stent and subsequent dislodgement. Analysis noted a kink in the hypotube 37.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident info, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent movement; however, a conclusive cause could not be determined. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.